Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric sleeve procedure, during the second firing on the stomache, the device did not fire. The surgeon positioned the tissue correctly inside the load, triggered the green button and squeezed the handle then there was a noise "snap" and it was impossible to progress the stapling. The handle was replaced with a different lot number to complete the procedure. There was no patient injury.